Event description:
It was reported that after the iab was inserted in the pt, blood was seen entering the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.